Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and functional tests were performed. The complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the device history record was performed and one exception document was found. A review of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in process.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the material of the sheath wasn't firm/solid enough to be split completely but was ragged/broke so they had to slice the wall with a knife/scissor to be able to remove the sheath and complete the procedure.